Manufacturer narrative:
Updated field: b4, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that they were able to confirm the issue. The fse replaced the high pressure helium regulator and high pressure transducer. The unit passed all functional and safety tests and was returned to customer.

Event description:
N/a

Event description:
It was reported that prior to use, cardiosave intra-aortic balloon pump (iabp) was leaking helium going through a tank everyday. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.